Event description:
A pt was treated with one application of freeze off for a wart located on right wrist. The tip of the applicator was placed against the wart and the valve depressed. The day of the treatment customer sought medical treatment at the emergency room and saw doctor the next day. The emergency room physician treated with cold compresses and the regular physician prescibed pain relievers and burn cream.